Manufacturer narrative:
Only two drivers were returned to the manufacturer. These drivers were associated with the most recent event (3005031160201200006). Driver lot number are not known for the previous two events. (B)(4).

Event description:
Driver tip twisted and/or broke while used with torque handle. Complainant said this had occurred two other times over the previous nine-month period; therefore, mdrs 30031160201200006 and 3005031160201200008 were also filed.